Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Unit was programmed with a 5.0 unit bolus. The bolus delivered properly. No air bubble anomaly noted. Unit had minor scratched display window, broken belt clip slot and a partially broken reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of 480 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer was assisted with making sure their insulin pump was working correctly. The insulin pump will be returned for analysis.